Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor applicator removal, sensor wire detached from sensor pod. Patient reported operating sensor applicator incorrectly. No medical intervention was necessary.